Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was producing a red battery alarm. The battery was not charging anymore. The power module would be sent in for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery fault on the power module was confirmed. The power module (serial number: (B)(6)) was evaluated and inspected under on 21oct2024. Corrosion was found on the backup battery clip. The battery clip was replaced, and the power module was powered on and operated as intended. The power module was functionally tested and passed all testing. A root cause for the reported event was conclusively determined to be due to corrosion of the battery clip; however, a further root cause as to how this corrosion occurred was unable to be determined. The device history records were reviewed for the power module (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.